Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying false asystole for a patient. They were getting an hr reading of 0 but they could still see a waveform. No patient harm or injury was reported. Investigation summary: patient preparation and lead placement and selection prior to or during monitoring of the patient on the telemetry unit could contribute to generating false alarms. If the patient is prepared poorly or the placement of the leads is incorrect or non-optimal, the patient could generate a weak signal or signal noise which could cause a false alarm. Faulty leads could also contribute to the issue. Faulty leads may cause poor reception of signal from the patient which may lead to a false alarm. The environment and the nearby electronic devices may also cause false alarms. Other electronic devices may interfere with the reception of the signal or may induce a signal which could cause a false alarm. The possible causes of the issue are user error, faulty leads, and environmental factors.

Event description:
The customer reported that the central nurse's station (cns) was displaying false asystole for a patient. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was displaying false asystole for a patient. They are getting a hr reading of 0 but they can still see a waveform. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for patient information, relevant tests/labs, other relevant history and concomitant devices being monitored: no reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for patient information, relevant tests/labs, other relevant history and concomitant devices being monitored: no reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for patient information, relevant tests/labs, other relevant history and concomitant devices being monitored: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) was displaying false asystole for a patient. No patient harm was reported.